Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 24-25, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed the flow restrictor housing attached from the tube set has been damaged. Indentation marks from the flow wrap sealer were observed on the damaged area of the flow restrictor housing. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the restric housing of a small volume folfusor was broken. This was discovered during the refill of a 48 hour saline pump. There was no patient involvement. No additional information is available.